Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received pump reset instructions from technical support, completed the reset, and resumed insulin usage without further issues. The customer was advised to contact technical support again if the malfunction reoccurred, which the customer acknowledged and understood.